Manufacturer narrative:
The medical assessment has been updated to reflect the new information and concludes that the event is unrelated to the medical device. This event no longer meets reportability requirements. In medical safety opinion, during the early post-op period, intraocular pressure (iop) fluctuation may be common since patients may inadvertently rub their eye, dab instilled eye medications from their eye, or squeeze their eyelids (lid squeezing has been demonstrated to produce iop spikes up to 110 mmhg). Certain situations may further weaken the sutureless clear corneal incisions (ccis) and make them more prone to leaking. A patient history of lasik, especially hyperopic lasik because of the associated peripheral thinning, can weaken the cornea and compromise wound healing. Therefore, due to patient related factors, including prior lasik surgery, the device is deemed unrelated to the adverse event.

Event description:
It was reported by the surgeon that the capsule damage to the right (od) eye occurred during/post a cataract wound dehiscence event. The intraocular lens (iol) went to z configuration post event and the patients wound continued to leak aqueous. An additional surgery was performed, the surgeon changed the diopter power due to zonular changes and power shift. Based on the new information and reassessment of the medical review, the event is deemed unrelated to the device and no longer meets reportability requirements.

Manufacturer narrative:
Corrected information: the product was returned and evaluated. Visual inspection found the lens was in two pieces. The optic had been cut or torn in half lengthwise. One haptic arm on each plate was torn off and missing. As the product was returned incomplete, testing of the device was not performed and cause of the damage could not be determined. Additional information: the lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. As the lens exchange increased the diopter power by 2.5 diopter, refractive error occurred. The lens may have dislocated due to accommodative pressure as the result of wrong power. Due to prior refractive surgery, and possible dislocation due to accommodative pressure as the result of wrong power initially being used, we are unable to determine a root cause.

Manufacturer narrative:
Though requested, the product has not been returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The investigation is ongoing.

Event description:
It was reported one week after an intraocular lens (iol) implant into the right (od) eye, the patient experienced a decrease of vision with right eye soreness and headaches. The surgeon indicated the iol had displaced. A successful lens exchange with the same model, with a different diopter power iol was completed two weeks after original implant. In the surgeon's opinion, the diopter power change was necessary due to capsule damage/secondary contraction of the lens, the actual position of the plane where the lens had to sit changed and this caused a change in the diopter power. Wound dehiscence repair was required.